Event description:
It was reported that this device was in safety mode. It was not possible to change the deice settings as a result. A replacement was planned. No adverse patient effects were reported. The device was explanted and expected to be returned. Should the device be returned this investigation will be updated. No additional adverse patient effects were reported.

Event description:
It was reported that this device was in safety mode. It was not possible to change the deice settings as a result. A replacement was planned. No adverse patient effects were reported. The device remains implanted.